Manufacturer narrative:
UDI: (B)(4). Date of birth correction: in initial report, the date of birth is incorrect. This follow up has the correct date of (B)(6) 1925. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear occurred in the patient¿s operative eye resulting in an unplanned vitrectomy procedure being performed. The surgery center reported an unplanned vitrectomy and the footpedal were configured incorrectly. During troubleshooting, it was determined the footpedal configuration was set to the yaw position instead of the cut position. Furthermore, the surgeon explained he expected the pitch to be set to irrigation, aspiration and cut. The posterior capsule (pc) lens was placed on the reverse-optic capture-capsular bag and sulcus. The surgeon stated the patient outcome is expected to be very good.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.